Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after the microcatheter was shaped, the tip was broken and the operation was successfully completed after replacement of the microcatheter. The shaping time was 30 seconds and the position was within 5 cm of the steam outlet. The coil could exit the introducer sheath, but it could not exit the microcatheter. After replacement, it was successfully implanted. The device and any accessories were prepared as indicated in the IFU. The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing aneurysm embolization surgery for treatment of a saccular, unruptured internal carotid artery c5 segment aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. The access vessel was the femoral artery.

Manufacturer narrative:
H3: device received, no further f/u at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the cause of the break/resistance was not determined. The resistance was in the distal segment of the catheter. A continuous saline flush had been administered and maintained as indicated in the IFU.

Manufacturer narrative:
Product analysis: as found condition (condition of returned device): an axium implant coil and an echelon-10 micro catheter were returned for analysis within a shipping box and within a sealed biohazard pouch. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the total length of the echelon-10 micro catheter was measured to be ~156.0cm. The usable length of the echelon-10 micro catheter was measured to be ~147.7cm which is within specification. Upon visual inspection, no issues were found with the echelon-10 micro catheter hub or body. The distal tip was found to be damaged at proximal end of distal marker band. The damage appeared to be consistent with tip shaping. The echelon-10 micro catheter distal tip was also noted to be pre-shaped. No other anomalies were observed. Testing/analysis (including sem reports): the echelon-10 micro catheter was flushed, and water exited from the puncture and distal tip. The echelon-10 micro catheter was tested with an in-house guidewire. The guidewire was inserted into the catheter hub, through the catheter body, and exited distal tip without issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.